Event description:
It was reported that the balloon of a small volume folfusor ruptured, leading to a leak from the pink coil cap. This was noted during filling using a 30ml syringe. The device had been filled with 114.9ml chemotherapeutic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured november 1, 2014 - november 3, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.